Event description:
Was emailed by (B)(6) of the (B)(6) lab stating that there had been an angiojet procedure done earlier in the day and at 530pm the pt still was showing abnormal urine. In contacted lab via phone but, staff was gone at that evening hour, so emailed and promised to visit lab today to f/u on the complaint of hemolysis and associated hemoglobinuria. Was especially important as the lab was questioning acute renal failure, why all labs came back with hemolyzed blood, and if the pt would need temporary dialysis. I discovered that the pt's urine was clearing now. Pt was a brittle diabetic (blood sugar very low at admittance) who had arrived to hospital ER on tuesday night with cold foot and history of graft. The pt was placed in hospital room with an overnight drip prior to running the angiojet in both pps and regular thrombectomy modes on wednesday morning. The lab stated they attempted to open both the graft and native profunda with little success. Foot still cool at case end. At end of case lab staff believes the waste bag was almost full -- approx 900cc??? Today when there at around 230pm the urine was returning to normal, foot still cool, and plan was for surgery tomorrow.

Manufacturer narrative:
Event consists of pt experiencing hemolysis and hemolysis and hemoglobinuria post an angiojet thrombectomy procedure. The pt is a (B)(6) male with a medical history of diabetes and a right fem/pop dacron peripheral graft implant. The pt presented with a cold foot and very low blood glucose at admittance to the hospital. The pt was placed in a hospital room and treated with an overnight drip. The following day ((B)(6) 2013) the physician treated the pt with an angiojet solent proxi thrombectomy set using power pulse technique and thrombectomy. The physician tried to open both the graft and native profunda with little success. The foot was still cool at the end of the case. At the end of the case, the hospital staff stated the waste bag was almost full. It was stated that later in the day the pt had abnormal urine. It was stated that the pt had dark urine and lab results came back with hemodialyzed blood. The following day it was noted that the pt's urine was returning to normal. The pt's foot was still cool and there was a plan to send the pt to surgery the next day. The pt actually underwent a revascularization surgery three days later on (B)(6) 2013. The hospital stated that the pt's bun at admitting was 11 mg/dl. In addition, the creatinine at 24 hours post angiojet procedure was 1.10 mg/dl. The p's bun increased the next few days to 31 mg/dl as well as creatinine to 2.14 mg/dl. As of (B)(6) 2013, the bun decreased to 12 mg/dl and creatinine to 1.10 mg/dl. The hospital also stated that no hydration was used prior to or during the procedure. In addition, the pt did not require dialysis for intervention and was treated with medication by the nephrology department. The IFU warns the user: "operation of the angiojet system causes transient hemolysis which may manifest as hemoglobinuria. Table 1 lists maximum recommended run times in a flowing blood field and total operating time for each thrombectomy set. Evaluate the pt's risk tolerance for hemoglobinemia prior to the procedure. Consider hydration prior to, during, and after the procedure as appropriate to the pt's overall medical condition". "Large thrombus burdens in peripheral veins and other vessels may result in significant hemoglobinemia which should be monitored to manage possible renal, pancreatic, or other adverse events. In addition, the IFU also warns the user of the following potential adverse events relevant to this event: acute renal failure, pancreatitis, reactions to contrast medium, hemolysis. This event is considered a reportable event as the pt required medication to treat the hemolysis and hemoglobinuria and the association between the angiojet solent proxi device and the noted event cannot be conclusively ruled out.